Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot could not be confirmed as the foot was successfully deployed and retracted during returned device analysis. The reported advancing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the prostyle instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two device and the pre-close technique are required. In this case, the absence of preclose technique or two devices would not contribute to difficulties advancing the device or foot functionality. Based on the reported information and device analysis it appears that interactions with the anatomy after the device was pulled back too far and the foot was closed likely contributed to the observed biological material in the foot; therefore, remaining opened and reported resistance advancing the device back into the anatomy. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: 1494 medical device problem code clarifier- indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using a prostyle device via an 8.5f sheath hole after a ventricular tachycardia ablation procedure. Reportedly, after the lever was pulled down to deploy the foot (step 1), the physician retracted the device to confirm proper foot placement/ opposition to the vessel wall; however, the device came out too far, therefore, the foot was re-closed and the device was advanced to the proper position. Resistance was felt during advancement, thus, the device was removed. Upon removal, it was noted that the anterior foot remained open while the posterior foot remained closed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.